Event description:
It was reported that shortly after implantation this right ventricular (rv) lead appeared to perforate the heart. The patient's blood pressure fell and fluoroscopy confirmed the lead was not in the correct position. A pericardial centesis was performed. This lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.